Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the patient came back and did an ergometry test. The patient went into a cardiac arrhythmia during the test and the s-ICD system was observed to be oversensing at times. The patient was reported to be fine during the test and the arrhythmia stopped after the test. At this time no changes have been made and the s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks. Oversensing of low amplitude morphology was noted in all vectors upon review of the data. The physician increased the patient¿s medication and the s-ICD remains in service. No additional adverse patient effects were reported.